Event description:
The user received erroneous lipase results for four patient samples which were automatically repeated due to data flags. The repeat result for one sample was discrepant. The initial result was 299 u/l with a data flag, the repeat result performed with a dilution was 755 u/l and was reported. On (B) (6) 2010, the sample was repeated four times on the original analyzer with results of 25, 26, 25 and 26 u/l. The sample was also tested on a cobas analyzer at another site and generated a result of 24 u/l. The user called the floor and posted a corrected report of 25 u/l. The patient did not receive any treatment and there were no adverse affects to the patient due to the erroneous result. The lipase reagent lot number was 61448301. It was discovered the user did not have special washes set up for reagent carryover. The technical support specialist assisted the user in programming the special washes. The field service representative determined there was a rinse mechanism malfunction and adjusted the rinse mechanism dispense levels. He cleaned the sample probe and abnormal descent ring, checked the sample and reagent probe alignment, replaced the sample syringe seals, flushed the sample and reagent lines, cleaned the incubation bath and replaced the reaction cuvettes. To verify the analyzer operation, he ran a precision check.